Manufacturer narrative:
Received one used list #ch-14, chemoclave® vented bag spike; lot #14105310 for complaint investigation. The seal was observed to be stuck down. The reported complaint of a leak could be confirmed. The returned sample was observed to have a crushed spike which could lead to a leak. The probable cause of the crushed spike is from a molding defect during the manufacturing process. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in d10, e3 and h6 health effect - impact code.

Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received. Additional contact information: (B)(6).

Event description:
The event involved a chemoclave® vented bag spike where the customer reported a leak occurred during patient use with an unspecified chemotherapy medication. There was a reported chemo exposure. There were no visible cracks observed on the device by the customer. There was no bleed back. There was no delay in critical therapy. There was patient involvement but harm was not reported as a consequence of this event.